Event description:
Per the clinic, the patient experienced magnet retention issues. The patient underwent revision surgery on (B)(6) 2021 to have a magnet placed on the internal fixture i.e. Converting the patient to a subcutaneous baha implant system.

Manufacturer narrative:
This report is submitted on january 6, 2022.